Manufacturer narrative:
Covidien reference number: (B)(4). The membrane was returned for evaluation. The service engineer evaluated the membrane and could not verify the reported complaint. A resistance check was performed and it was ok. The membrane was placed into a test ventilator and the alarm was able to be shut off when the alarm silence button was pushed. No issues were found. A third party service provider replaced the membrane.

Event description:
It was reported that during patient use, the ventilator silence/reset button was unresponsive. The patient was removed from the ventilator and transferred to another ventilator without any reported harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).it was reported by the customer that the reported condition was duplicated. The alarm occurred at shutdown and could not be canceled although the button was pressed several times. It has also been reported that the evaluation and repair of the device has not yet been completed.